Event description:
It was reported that before use, the cardiosave intra aortic balloon pump (iabp) unit was not reading helium and the display would intermediately not reflect when console is docked to cart. There was no patient involvement reported.

Manufacturer narrative:
Additional information: e1(name and email): (B)(6). Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. Upon arrival, the fse noted that the helium was turned off. Once the tank was opened, the fse verified helium via the gauge and digital display of the external helium tank. The unit was able to complete an autofill. The unit passed all functional and safety tests according to factory specifications. The iabp was returned to the customer.

Manufacturer narrative:
Updated fields: b1, b4, b5, e1 (initial reporter, event site email), d8, d9 (device available for eval), g3, g6, h2, h3, h6 (medical device ¿ problem code), h11. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra aortic balloon pump (iabp) unit was not reading helium and the display would intermediately not reflect when counc is docked to cart. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit was not reading helium. There was no patient involvement reported.